Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient developed a skin reaction with redness, pimples, dry skin, scar, and drainage underneath sensor pod area only. The patient experienced an allergic reaction (contact allergy) which started with an initial redness and itching. On the third day the patient started to experience drainage. The sensor fell off by itself on the (B)(6) 2022 (after 5 after insertion). After 8 days the patient did not improve and the allergic reaction spread to the entire upper body. The reaction was treated with a prescription of antibiotics, cortisone, and anti-allergic medication. The patient was on sick leave for 1 week due to the sever skin reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring, or skin discoloration).